Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium patient results on their dxc 600 pro instrument. The erroneous results were not reported out of the laboratory; thus there was no impact or change to patient treatment. The customer did not provide any examples of the erroneous results.